Manufacturer narrative:
(B)(6). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was unknown. It was not reported if pd therapy was ongoing until the time of death or if the patient was connected to the hc device at the time of death. It was not reported if an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The patient date of death was verified for (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log revealed no failure, malfunction, or iipv events that could have caused or contributed to the reported event. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The results of the sample analysis revealed the device was determined to meet electrical performance specification requirements per rite testing, but failed the rite functional test for accuracy ((B)(4)). A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported event. Upon conclusion of the evaluation, the direct cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.